Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the following issues: the angle of the electronic bronchoscope was occasionally black. The water traces on the light guide rod cause the advanced diagnostics (ad) board, printed circuit board (if), and ultrasound plug (u plug) to be defective. The plastic distal end cover is damaged. There were no reports of patient harm.